Manufacturer narrative:
Complaint conclusion: during percutaneous coronary intervention for a lesion with 90% stenosis, there was deflation difficulty and difficulty removing a five star sakura balloon catheter from the patient. There was no report of patient injury. The physician used the balloon with irrigated contrast to dilate the vessel at 12 atmospheres. The contrast was withdrawn with difficulties. The physician used higher force to remove the device from the patient. The manufacturer of the inflation device was not indicated. Information about the type of contrast and saline ratio used was not available. Several attempts have been made to collect detailed information about the patient, the vessel characteristics and details of the event without success. The product was discarded by the customer. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for evaluation the reported deflation difficulty- partial or slow and withdrawal difficulty could not be confirmed and the exact cause could not be determined. With the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue (i.e.: kinked shaft, vessel characteristics, contrast to saline ratio). The reported inability to deflate the balloon before removal may have resulted in the additional force used by the customer to withdraw the device from the vessel. The recommended contrast to saline ratio per the instructions for use (IFU) is 1:1. The IFU cautions, use of concentrations greater than a 50% solution of contrast medium may result in increased viscosity which could prolong inflation/deflation times. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by an affiliate, during a percutaneous coronary intervention (pci) there was difficulty removing a five star sakura balloon catheter from the patient. There was no report of patient injury. The lesion was at proximate of d1 and 90% stenosis. The physician used the balloon with irrigated contrast to dilate the vessel at 12 atm. The contrast was withdrawn with difficulties. The physician used higher force to remove it out of the patient¿s chamber. The device was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.